Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. A solid tone was noted. The idtentified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a lap gastric bypass procedure, 10 mins into case gave study audible tone with no fault on generator. After being activated a few more times, instrument error came up on generator. Device taken off and reattached and tightened, still unable to clear error. Opened new one and everything worked fine. No patient consequence.